Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in was not able to be connected. This occurred on 2 occasions. The following information was provided by the initial reporter: when connecting the cair tubing to the catheter, the catheter could not be connected because the tip was too narrow. The problem occurred twice in a row with the same reference and the same batch.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Customer complaint trends are evaluated monthly, however the need for a formal corrective action cannot be determined in the absence of the root cause.